Manufacturer narrative:
Baxter miyazaki failure investigation lab performed the analysis on the sample, which revealed leakage between minicap and the female connector (blue part). The small crack was observed at the bottom of the female connector. The analysis results revealed leakage and damage caused by jpoc connector, reference CAPA-05-02 for information on root cause investigation and corrective / preventive action relating to this complaint. Renal product surveillance and quality engineering, along with plant manufacturing/quality personnel, will continue to monitor this product line for trends.

Event description:
During baxter miyazaki evaluation testing, it was noted there was leakage between the minicap and the female connector. The small crack was observed at the bottom of the female connector.